Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that she placed a tampon and forgot about it. She developed odor and nausea and sought medical attention from her ob-gyn who found the tampon still in place 1 week later. Upon removing it, the string came apart from the tampon, but the ob-gyn was able to remove it. Multiple attempts were made to follow up with the consumer, however, these contact attempts were unsuccessful.